Event description:
The patient was diagnosed with a tear of the right rotator cuff. While attempting to implant the bio-corkscrew for rotator cuff repair, a plastic piece of the implant broke off in the bone. The remaining piece was removed. There was no apparent harm to the patient. An additional five bio-corkscrews were implanted without incident to complete the procedure.